Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has not been received for failure analysis evaluation.

Event description:
On 17-feb-2026, intuitive surgical, inc. (Isi) received FDA voluntary medwatch report (MDR) with MDR report #mw5182639 stating: "during the scheduled surgery for a robotic simple prostatectomy the surgeon noted a piece of the instrument called the robotic spatula had broken off and it was sitting in the patient's bladder where the surgeon was operating. The small plastic piece of the instrument was grasped and extracted from the patient. The broken instrument was removed from the robot and the patient." Isi followed up with the initial reporter and obtained the following additional information regarding the reported event: it was confirmed that all fragments were retrieved and no additional surgical procedures were required. The patient has not returned to the hospital due to any post-surgical complications.